Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the artificial heart coordinator that the pump rate dropped to 50 bpm when the pt was placed in auto mode producing flows of approx 3.5-3.8 ipm. Therefore, the pt was placed in fixed rate mode with a pump rate of 75 bpm and flows of around 5.0 ipm. The stroke volume was 78-80 ml. It was reported that the pt suffers from some temporary confusion due to an unrelated issue, and 5 days later, he changed the vad operating mode from fixed rate to auto. Consequently, the rate dropped to 50 bpm resulting in flash pulmonary edema and flow below 4 ipm. The nurse changed the operating mode to a fixed rate of 75bpm and the flow increased to around 6 ipm, but the pt continued with shortness of breath. Subsequently, the nurse increased the rate gradually until stroke volume dropped to less than 80 ml. At this point, the rate was at 95 bpm and resulted in flow of 7.6 ipm. At this rate, the pt felt less pulmonary congestion and appeared adequately off loaded.

Manufacturer narrative:
The pt remains ongoing on lvad support using the same xve system controller without further issues at this time. No further info is available at this time.